Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was displaying a code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the unit displayed a service code 204 (belt/monitor unusable) upon start up. Upon evaluation, component u413, the can controller, had improper outputs. The cause of the code 204 is a disruption in communication between the monitor and the electrode belt. The cause for the disruption in communication is the improper output on the can controller. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective component. The patient received a replacement electrode belt.